Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for pulmonary vein isolation. Once remapping was performed with a pentaray, attempt was made to exchange for the farawave. Blood leak was noted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed. It was further reported and confirmed that no abnormalities was noted to the sheath prior to the leak. A fast drip approximately less than 5 cc blood leak was noted from the valve. Pressure bag and transducer was used for the irrigation with a very slow flow rate. As the blood leak did not stopped, the sheath was quickly replaced. No patient complications.